Event description:
The customer reported that the insulin pump alarmed motor error multiple times. The blood glucose reading was 107mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Reviewed the alarm history and the motor error alarms were confirmed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.